Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart was undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/09/2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. No data was provided for evaluation. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A receiver boot was performed and failed due to perpetual rebooting. The receiver case was opened, the ui pcba board was detached from the receiver and the receiver log was downloaded. A device data long download was performed and passed confirmation of the allegation was confirmed due to user shutdown followed by screen recoverable error alarm observed on the receiver. The probable cause could not be determined.